Manufacturer narrative:
Update made to date of event. Removed patient code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2018. It was also noted that the patient had pain at the pocket site and the area was tender to palpation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was not able to charge the device; a lead check was performed, which did not show any lead migration and the implantable pulse generator (ipg) looked as expected. It was noted that the event was not related to the implant procedure and related to patient usability issues with the patient programmer. Interventions taken included explanting and replacing the neurostimulator, along with a pocket revision. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that there was an implantable pulse generator (ipg) malposition and malfunction. It was noted that the event resulted in an unscheduled clinic or office visit and was related to the device or therapy and related to the implant procedure. Diagnostics performed included an x-ray check of the lead. Interventions taken included explanting and replacing the neurostimulator. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the device remained in the patient. It is unclear whether the device was explanted and replaced as previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the report of the device having been malposition and malfunctioned was removed; however, it is unclear if this issue occurred. No further complications were reported/anticipated.